Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with a spot on the main display was confirmed by service. The cause of the reported condition was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a spot on the main display; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available.